Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694765, implanted: (B)(6) 2008; product ID 5076-52, implanted: (B)(6) 2008; product ID d274trk, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to short interval counts (sic) on the right ventricular (rv) lead. In addition, the current electrogram (egm) showed a chaotic non-physiologic pattern. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2013. Additional information was received that the patient was deceased and died of sudden cardiac arrhythmia.